Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message that the programmer was overheating. The programmer was turned off and the m essage cleared. The programmer is not expected to be returned at this time. There was no patient involvement.